Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: facility name (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that, "plunger rod," presumed to indicate the high alarm. There was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump turned on without a problem, but it would not establish a network/ethernet connection. The manufacturer representative recalibrated all sensors as the pump failed occlusion testing. The cause of the failed occlusion test was a worn clutch assembly due to the error message "check clutch/plunger lever" found by the manufacturer representative prompted during motor drive and occlusion testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the clutch assembly, and the pump passed all functional tests and performed as intended after repair.